Event description:
It was reported that the adaptor (table clamp) used to hold the halo crown broke during application when the patient was in traction. Another product was used to complete the case. There were no adverse consequences to the patient. Contact conformed that the device broke while it was attached to the patient, and that the problem did not result in any adverse patient outcome. As the patient is in a compromised position at this point an event of this nature could possibly result in an adverse patient outcome. As such an MDR is filed to document this malfunction.

Manufacturer narrative:
Device was not returned and no conclusions can be made. Device is a reusable clamp and it is possible that wear / fatigue over the life of the device contributed to this event. A review of records found no other complaints have been reported for this product to date. This is an isolated event.